Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 302 mg/dl associated with an infusion set occlusion on a steel contact detach set placed on the right lower abdomen, which was resolved only after a supply change; after the change, glucose values returned to range, and replacement supplies were shipped with education provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution after infusion set replacement. Customer care agent performed investigative communication with the user. Investigation of this case revealed an infusion delivery occlusion at the infusion set level that was cleared by replacing the set, consistent with obstructed insulin flow. It was concluded, based on previously established findings for similar reports, that the cause was user-site or infusion set occlusion leading to interrupted insulin delivery.

Manufacturer narrative:
Initial.